Event description:
It was reported that after implant the right ventricular (rv) lead threshold increased and would not capture at 4.5 volts at 1.0 milliseconds. It was also reported that rv amplitude at implant was 4.6 millivolts (mv), and at the time of the report, the amplitude was recorded at 1.9 mv. Subsequently, an rv lead revision occurred, where the lead was repositioned. The cause was not known. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.